Event description:
A male had orif for fracture of right distal humerus and elbow in 2009. During surgery, the threaded part of the screw, engaged in the cortical bone, essentially unraveled and disassembled between the threaded and nonthreaded portion of the screw. This screw was abandoned. A second screw was placed to complete procedure with no further problem.